Event description:
The green output tubing, on the indwelling urinary catheter with urimeter, was stuck to the bag itself, therefore, preventing ability to empty the patient's urine drainage from the bag. Staff had to replace the urinary catheter.